Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a half-height drawer , preventing the station from booting correctly. A field service engineer successfully reconnected all system connections to address the issue. The system had functioned as intended after the field service engineer had troubleshooted the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, it encountered a screen malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.